Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample from the involved product code/lot# combination . Visual inspection revealed no anomalies, such as a break, in the appearance. The thermistor probe connected to the venous blood inlet port on the reservoir was confirmed to be in the intact state. The thermistor probe of the retention sample was connected to the thermistor code and the temperature was measured. The measured temperature was displayed on the thermistor code. The thermistor probe of the retention sample was verified not to have any anomaly, including a broken wire, which would relate to difficulties in measuring the temperature. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. The investigation results verified the retention sample was of the normal product. However, without the return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that capiox device temperature probe on the venous inlet was broken in the package. The procedure was not delayed due the event, as it was found out of box.